Event description:
Boston scientific received information that a health care provider this implantable cardioverter defibrillator (ICD) requested a longevity estimate for the device. Technical services informed the health care provider that a save to disc would be needed to perform a longevity estimate. Subsequent information indicated that the device was explanted and returned for analysis. There were no adverse patient effects.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a longevity calculation confirmed the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.